Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic echo-endo and kt of the biliary tract the ultrasound gastro videoscope experienced a non-reportable event of kickstand problem which resulted in a procedural delay of greater than 30 minutes. The procedure was completed with a competitor device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up with the customer, there is no evidence that the patient suffered any serious injury or adverse effects from the prolonged procedure. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device underwent a visual inspection and functional tests, and the customer¿s allegation was confirmed. Due to deformation of bending tube, connection between bending section and connecting tube is not secured. Due to a cut on angle wire, bending section cannot be bent in down direction at all. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. There was no report of patient harm due to the prolonged procedure.